Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
The podiatrist, reported that the patient had pain and non-union following a 1st mpj arthrodesis with a stryker mtp cross plate leading to revision surgery. This patient was notified to stryker following a review of 1st mpj arthrodesis non-union rates in patients treated at great western hospital swindon between 2010 and 2017 which aimed to explore the relationship between factors associated with non-union